Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Correction made to h6- component code and medical device problem code after further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 7f exoseal vascular closure device (vcd) fell out of the shaft when removing the device, thus, failing to successfully seal the puncture site. Manual compression was used to achieve hemostasis. There was no reported patient injury. A retrograde approach was used. The exoseal vcd was used in an interventional procedure by a trained user and was stored and prepared per the instructions for use (IFU). There were no visible signs of device or package damage before use. An 8f non-cordis femoral artery sheath was used. Angiography confirmed the suitability of the femoral artery and an insertion angle of 30¿45 degrees; the vessel diameter was =5 mm. No calcium, plaque, stents, or >50% stenosis was observed near the puncture site. The site had not been closed within the prior 30 days, and there were no signs of hematoma, fistula, or pseudoaneurysm. There was no resistance or friction during advancement, and no difficulty connecting or deploying the device. The sheath was retracted correctly, the wire cowling locked properly, a click was heard, and pulsatile flow was observed from the indicator. The exoseal vcd and sheath were removed together 1¿2 seconds after deployment. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was for evaluation. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device due to the nature of the complaint. The failure is patient related, and the device was received fully deployed. The reported event is that the device failed to seal the puncture site and therefore, without procedural images of the closure, the event cannot be observed. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) failed to successfully seal the puncture site. There was no reported patient injury. The devices will be returned for analysis.